Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, a proximal femoral nail a (pfna) nail was implanted. Rupture of reamer head diam 11, in the femur head about 1.5cm of the distal part. Torsion break, metal fragments left in situ. The delay of surgery was less than 20 percent, the incident did not incur a further treatment. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The relevant dimensions of the reamer were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding, manufacturing process, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard 1.4112. The microscopic view has shown that the fracture face is homogenous, which indicates material conformity as well. No product fault could be detected. The exact cause of this occurrence cannot be defined. It is possible that an excessive metallic contact, par example with the guide wire, caused the breakage of this reamer. This would also explain the visible stress marks in the bore above the fracture face. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(6). Placeholder.